Manufacturer narrative:
Concomitant medical products: product ID: 977a290 serial# (B)(4) implanted: (B)(6) 2015, product type: lead, product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4).

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the ins "was implanted too near to the surface and kept bumping up against things and got infected". David states he was treated with antibiotics and that issue resolved. Devices explanted due to ins pocket infection. Medtronic reps were not notified of the explant and (B)(6) states explant was approximately three years ago at (B)(6) hospital by (B)(6). Implanting physician (B)(6) retired in march 2021 and managing physician is no longer practicing. Patient services (pss) is unable to verify with either clinician nor their offices on the explant date.